Event description:
The complainant reported that during the clinicians' therapeutic implant of a port vaxcel in the chest of a patient (age and gender unknown) the peel away sheath was successfully peeled along the perforation for about 2 mm, but then the sheath broke off at the tab. The clinicians reported that with aid of a surgical tool, they were able to complete the peeling of the sheath. The device was then successfully implanted in the patient. The complainant reported that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device would not be returned for evaluation; consequently, a physical evaluation will not be performed. Without receiving product for evaluation, we are unable to determine if the product met specification and unable to definitively determine a root cause for this incident. The march 2007 fifteen (15) month complaint trend report was reviewed for the port valved product line. No adverse trend has been identified for this product/device family. At this time, we are unable to determine the relationship between the device and the cause for this event.